Event description:
It was reported that the universal battery was removed from the charger and would not operate. It was fully engaged on the charger, and the charger was turned on. Customer stated that it was also correctly inserted into the handpiece. There was no harm reported, and the procedure was completed with an alternate device with a 5 minute delay to exchange equipment for an alternate available product.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.